Event description:
I am a client at a place called (B)(6). I am on a drug patch to monitor drug usage as I am getting over a problem I was facing. The patches are provided by a place called pharmchek and sent to a lab called pharmchem. For months now the numbers on my patch are reading that I am positive for drugs although I take multiple random urine drug tests a month along with 1 hair follicle test per month. After speaking with a plethora of other clients we have all realized we are having the same issue with the patches not only have they started making me break out with these painful rashes (as well as two other people I've talked to.) These numbers may send me to jail when I know I am not doing anything wrong. There has to be something going on at either the pharmchem laboratory or at (B)(6) making at least 10 of the clients here deal with issues of incorrect test results. I don¿t know where else to turn but I am hoping something can be done by you all so multiple people that are doing the right thing don't go to jail for these faulty patches/results. The way we are tested is based on one standard. I can't imagine everybody metabolizes these drugs the same and sweats the same amount. The people putting patches on don't seem to know a thing about how they work or what the numbers/amount mean they don't seem to be trained on anything except slapping them on your arm. Please help! I have had multiple different patches come back the numbers just go up and down up and down around not significantly but these people don't know enough about the results.